Event description:
It was reported that the dexcom g7 provided intermittent glucose readings when paired only to the ilet, requiring repeated device restarts and sensor pairing attempts, consistent with an intermittent communication failure potentially involving the antenna/electrical interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, characterized by intermittent communication failure, with involvement of the antenna component within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was cause was user interface or connectivity-related factors.